Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2012 and subsequently expired after the use of the product.

Manufacturer narrative:
Additional information received.this is one of two device reports that are associated with this event; associated manufacturer report numbers: 1225714-2014-14484 and 1225714-2014-14485.additional information has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.